Event description:
It was reported that this right ventricular (rv) lead stored ventricular tachycardia (vt) episodes due to noise and oversensing. Boston scientific technical services (ts) reviewed the episodes and confirmed the noise observed was high in frequency and in amplitude. There was also pacing inhibition as a result of the oversensing. There was no consistent pattern to the noise and it appeared to be consistent with a potential lead issue. Sporadic noise was also observed on the ra channel, however there was no indication that it was oversensed. Ts recommended bringing the patient into the clinic for additional troubleshooting. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available this report will be updated.